Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. The device was received with intermittent buttons due to corroded keypad traces. The device was received with bleeding lcd glass. Unit received with cracked battery tube threads. The device was received with scratched lcd window.

Event description:
Customer reported the key on the insulin pump are sticking and there is a big black blob in the middle of the screen. Customer's blood glucose was 52 mg/dl, treated by eating a candy bar. Customer reported using lithium batteries. Customer was assisted with performing a self test on the device, passed. Customer reported there aren't any missing segments. Customer reported the numbers are ramping on their own. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.